Event description:
Prior to spinal placement pt arched her back when subcutaneous local was being placed. When local needle was removed it appears that the tip was broken off and remains in the subq tissue. Surgeon aware and will perform xray to identify needle tip location. Xray was performed showing small piece remaining in subq tissue. Approximately 3mm of the needle in the soft tissue of the patients back. Manufacturer was notified on 10/17/2025. Braun tray: 333851 kit, exp date: 7/31/2027, lot ##: 0667.